Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure, after the coil (subject device) was inserted, resistance was felt inside the microcatheter and the subject coil was retracted. Once removed, the subject coil was found broken. The coil was replaced with another and the procedure was completed successfully. There were no clinical consequences to the patient.

Event description:
It was reported that during the procedure, after the coil (subject device) was inserted, resistance was felt inside the microcatheter and the subject coil was retracted. Once removed, the subject coil was found broken. The coil was replaced with another and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
The device was not returned for evaluation, therefore; no visual or function analysis were performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the event. H3 other text : device not returned for evaluation.